Event description:
The jar was sealed and in still in the package when it was noted that there was a discoloration of the liquid and that there was a floating object in the jar. The jar was not opened. There was no patient harm in this case.